Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device was received and inspected. Visual observation confirms the distal tip of the needle was broken. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. They are intended to be used inside the irrigation fluid. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Information provided indicates the needle was passed 2 times and it broke inside the patient. The needle could also break if it accidentally hits the bone or other instruments. Other than this possibility, a definite root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the customer via phone that during a shoulder/rotator cuff repair procedure the tip of their expressew iii needle broke off in the joint of the patient. The tip of the needle was retrieved with a pair of graspers and no x-rays were performed. The procedure was completed with another needle using the same gun with no harm to the patient but there was a three minute delay to locate and retrieve the broken tip. The gun was fired twice before the needle broke. An expressew iii gun and an arthrex suture was used with the needle. The customer could not provide any further information. The device will be returning for evaluation.